Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was stating that ¿failure on the occlusion detector¿. Customer problem was duplicated. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) sensor. The dso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable root cause was the defective downstream occlusion(dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the device had a failure on the occlusion detector. The incident occurred during the start of obstetric epidural treatment, triggering of an alarm of intermittent and persistent occlusion despite the change of tubing, filter, and connector. Patient had pain with delay in analgesia. There was patient involvement.